Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contact dexcom on (B)(6) 2015, to report that a patient experienced a myocardial infarction (mi), on or approximately around (B)(6) 2015. Patient's wife reported the heart attack took place at the beginning of the year, but does not recall exact date. At the time of contact, patient's wife reported current condition of patient as good. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of myocardial infarction (mi).